Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities, fluid is in the fluid line, electrodes have been used, the device is bent from use, bio debris is present and there is evidence of arcing at the spacer. The device was out of the original packaging and no packaging was returned. A functional evaluation was performed on the returned device and found settings (7,3), the wand was not able to generate plasma or coagulation and no power to the tip was observed. Saline was drawn and returned through the waste line using a syringe with no obstruction. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for the clogged problem could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include that the tissue attempted to be suctioned was too large, thereby causing a clog, or insufficient suction pressure or saline flow to excavate tissue. The root cause for the device being unable to be used has been associated with a component failure. Factors that could have contributed to the failure include the wire broke inside the wand cable or the wire is damaged between the transition of the handle and the shaft. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a tonsillectomy, the evac 70 xtra hp coblator ii was clogged and unable to be used. Surgery was completed with a back-up device instead. There was a surgical delay greater than 30 minutes, and no further complications were reported.